Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# v036268, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep): rep reported that the cause of the oor range was patient related. Rep reported that patient switched groups and was using a group that included an electrode with high impedances. Rep was able to assist patient to switch to their correct group. Additional information received from manufacturing representative (rep): rep reported that they met with patient. Patient accidently switched groups. Patient switched back and has been using the correct group since. Rep reported that there was no oor message. Rep added the ability to adjust amperage.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported they just got the new rechargeable batteries and it is working fine except last time they went in on march 11th they found out that the first "pin" on the lead wasn't working right. After that, about 2 weeks ago patient encountered a 2703 code when they turned therapy on. Ps reviewed meaning of 2703 oor code however no troubleshooting was possible because the patient reported they were not given access to make amplitude or group changes using their programmer. Redirected patient to consult with managing physician. Patient was difficult to follow but mentioned they have an upcoming appointment for MRI and the manufacturing representative is planning to come meet them at the hospital beforehand and patient plans to ask them to adjust their programming.